Event description:
The customer's mother stated the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 353 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime test. The customer's mother could not perform the high pressure test during the initial call; however, the customer's mother called back, and the insulin pump passed the high pressure test. It was advised that the customer's mother discuss the situation with the customer's doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.